Event description:
A physician (allergist) reported that he was contacted by a pt that was compalining of headaches. Upon the physician's investigation into possible causes, the pt informed the physician that she worked in a lab and seems to get these headaches when exposed to preservcyt.